Event description:
The nurse reported via phone call that the customer was hospitalized for a diabetic complication. The customer's blood glucose was unknown. The detail of the hospitalization was not provided at the time of the call. The nurse declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).